Event description:
It was reported to philips that the device will not read lead v6 on a 12 lead. The customer took the lead wire off and placed it on another unit and it worked. There was no reported patient involvement/adverse patient impact.